Manufacturer narrative:
(B)(4). Evaluation summary - the device was returned to gore for evaluation. The evaluation notes the constraining mechanism was removed from the delivery system with the eyelet at the end the constraining loop intact. Engineering investigated the constraining mechanism (also referred to as the gray constraining dial) and observed that the gray constraining dial was able to be rotated clockwise and counter-clockwise. Upon turning the constraining dial clockwise, it was observed that black guide nut fully advance to the distal end of the constraining mechanism with no unusual resistance and the constraining loop wire moved with it. The gray constraining dial was then turned counter-clockwise and again the black guide nut advanced to the proximal end of the mechanism, without resistance. The constraining loop wire moved with it. It was observed the nut access cover appeared to be slightly uplifted, after removal of the nut access cover it was observed that the constraining loop appeared to be caught in the screw assembly spring. Based on the evaluation, the reported observation that the constraining mechanism could not be re-constrained was not confirmed. The root cause for the device not being able to be re-constrained could not be determined with the currently available information. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the inability to re-constrain the device could not be determined with the provided information.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with a gore® excluder® aaa endoprosthesis featuring c3® delivery system. It was reported the device was advanced into position without issue, and the device was deployed down to the contralateral gate. After successful cannulation of the gate angiography was performed of the renal arteries. Imaging showed the proximal end of the trunk-ipsilateral leg component appeared to be impinging on the origin of the right renal artery. An attempt was made to constrain the device for repositioning distal to the renal artery. Reportedly, the physician fully rotated the gray constraining dial clockwise, however, the graft would not re-constrain. An attempt was made to rotate the dial counterclockwise then clockwise again. The graft still failed to re-constrain. Another angiogram was performed, which showed the placement of the graft not impeding blood flow to the renal artery. The decision was made to complete the deployment of the trunk-ipsilateral leg component. The endovascular repair was concluded without further issue. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure.